Event description:
Customer reported experiencing an occlusion alarm with frequent and recurring instances. It was noted that there was no adverse impact to the customer¿s blood glucose level. The customer did not consistently take the same actions to resolve each occlusion event and could not recall the specific actions that successfully allowed them to resume insulin delivery. The technical support team transferred the caller for additional assistance.